Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. It was further reported the issue was noticed before use. Return sample was not received at time of evaluation, evaluation is inconclusive. Case will be reopened upon receipt of a sample. An investigation was identified for the reported complaint issue, where a CAPA is being assessed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will submitted.

Event description:
It was reported that the product was not sealed properly.